Manufacturer narrative:
The manufacturer previously reported a ventilator failed during preventive maintenance. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's field service engineer. The device failed testing. The device's three-way solenoid valve and proportional valve and system board need to be replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory for additional evaluation. The solenoid valve and proportional valve were found to operate as designed. The system board failure was confirmed.

Event description:
The manufacturer received information alleging a ventilator failed during preventive maintenance. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's field service engineer. The device failed testing. The device's three-way solenoid valve and proportional valve and system board need to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.